Event description:
Capsular contracture, baker grade IV.

Event description:
Device has been explanted.

Manufacturer narrative:
Continued from a5b: caucasian. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported "lymph nodes with increased cortical thickness and loss of the fatty hilum" , "right axillary ganglion with increased dimensions and density," "calcifications", lobulation, "folds", "edema has persisted" and cyst.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma-late and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation is capsular contracture, baker grade iii and periprosthetic fluid collection. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports right side capsular contracture, baker grade iii, seroma and creases. The device remains implanted.